Manufacturer narrative:
Four photos were provided to our quality team for investigation. Through visual inspection, it was observed that the barrel has brown/yellow-colored spots on the flange. They appear to be embedded, but this condition cannot be confirmed from the photo. A physical sample is required for a more thorough evaluation. Furthermore, a device history record review was completed for provided lot number 3332867. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided.

Manufacturer narrative:
B.3.: the date received, by manufacturer has been used for this field. H.3.: if a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported, that the bd syringe 10ml ll eurographics had foreign matter. The following information was provided, by the initial reporter: based on the feedback, hospital received from their end users. There are significant concerns about the black spot on the plastic syringe. Given the seriousness of this issue, which could potentially impact patient safety, when did the incident occur? Before use.